Manufacturer narrative:
Sc-2317-70, serial (B)(6). Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location, however the lead was cut during the surgery. The lead became kinked after it exited the clik x anchor resulting in the reported complaint. Sc-2317-70, serial (B)(6). Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location, however the lead was cut during the surgery. The lead became kinked after it exited the clik x anchor resulting in the reported complaint. Sc-1232, serial (B)(6). The ipg has been returned and is pending device analysis. A supplemental report will be submitted once the analysis has been completed.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient experienced inadequate pain relief. High impedances were noted on the patients leads. The system was reprogrammed, however the issue persisted. The patient underwent an explant of the entire scs system and is doing well postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient experienced inadequate pain relief. High impedances were noted on the patients leads. The system was reprogrammed, however the issue persisted. The patient underwent an explant of the entire scs system and is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Lot:- 7079336. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Lot: 542888.

Manufacturer narrative:
Sc-2317-70, serial (B)(6). Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location, however the lead was cut during the surgery. The lead became kinked after it exited the clik x anchor resulting in the reported complaint. Sc-2317-70, serial (B)(6). Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location, however the lead was cut during the surgery. The lead became kinked after it exited the clik x anchor resulting in the reported complaint. Sc-1232, serial (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient experienced inadequate pain relief. High impedances were noted on the patients leads. The system was reprogrammed, however the issue persisted. The patient underwent an explant of the entire scs system and is doing well postoperatively.